Event description:
It was reported to tyco healthcare/kendall on 07/2002 that there was a problem with a feeding tube. According to the customer "tube used to give medication to pt. On 6/29, x-ray showed piece of tube in right mainstream bronchi. 2.25" piece of tube removed by suction through laryngoscope".